Manufacturer narrative:
This device is classified as import for export; therefore, 510k is not applicable. Model: ec38-i10l-us is available in the USA with a 510k number: k131855. We checked the returned unit and confirmed that the air nozzle missing glue. Based on the result, we concluded that it was caused due to the physical damage applied on the air nozzle. In addition, we confirmed that the insertion flexible tube (ift) coating damage, the u/d and the r/l knobs loosened, the distal body worn out, and the water nozzle missing glue; however, they are not the main cause and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained so we cannot deny the possibility of the nozzle falls into the human body. Therefore, based on the technical report "hr-rpt-0585(nozzle)" and/or the risk analysis results it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).